Event description:
It was reported that the patient had received medical attention with hypoglycemia on ((B)(6) 2025). The patient reports receiving a pod communication error while wearing the pod. The patient's blood glucose levels declined to 14 mg/dl while wearing the pod between 6 and 7 hours. The patient reports while on a plane they had a loss of consciousness. The patient reports the paramedics were contacted and the patient was treated with a manual shot of d40 dextrose.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.